Event description:
(B)(4) MDR - after an implantation time of about 47 months, it was reported that the associated ICD was being replaced because it was a eri indication after multiple shock deliveries. This lead showed a shock impedance >150 ohm after it was connected to the new device. This was displayed both after automatic measurement and after a manually triggered 1-j test shock. Therefore, the lead was also explanted. The df connector had visual defects. It was also noted that the lead was damaged during explantation.

Manufacturer narrative:
(B)(4) MDR.